Event description:
Additional information was received that new episodes of noise resulting in oversensing were recorded. Additionally, an increase of pacing impedance was observed, but has now stabilized. The suspected cause of the event was due to emi. An x-ray was performed and no anomalies were observed. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer report number: 2017865-2023-50211. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead and device. The physician alleged the noise was due to electromagnetic interference. Abbott technical support reviewed the event and suspected rv lead damage as the cause of the event. Diagnostic was not performed and the noise was unable to be reproduced during provocation testing. The patient was in stable condition and will continue to be monitored.